Manufacturer narrative:
The device has been evaluated by an offsite stryker technician. A follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that prior to a procedure at the user facility after the on switch was turned off the device was experiencing run-on. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.